Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer's blood glucose levels ranged from 10.4 to 17.3 mmol/l. The customer was advised that the device would be replaced, and was informed to return the product for analysis.